Manufacturer narrative:
Received one used list #ch2000s-c, spinning spiros® closed male luer, red cap; lot #unknown. The spiros was returned connected to the female luer of the equashield adaptor. No mating devices were connected to the female luer of spiros. As received, the spin feature of each spiros was activated and spinning freely. No spline damage or shear tab anomalies were identified. The functionality of the spin feature of each spiros was tested. The spiros sample met product performance specifications. The luer dimensions of the returned sample was analyzed and found to meet iso standards for luer fittings..the reported complaint of a disconnection can be confirmed. The sample was returned with the spin feature activated but did not have a mating device connected to the female luer. It is unknown what device the female luer of spiros disconnected from. The probable cause of the disconnection could not be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported there was a disconnection of tubing from the spiros causing leaking of an unspecified chemotherapy. There was patient involvement and a delay in therapy, however, no patient harm and no adverse event.